Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed. The biomed stated that the non-invasive (nbp) measurements are reading high. The rse advised the biomed the vs30 uses the oscillometric method to measure nbp and emailed customer information on oscillometric method. The biomed also confirmed that they are using a simulator to confirm accuracy on nbp. The rse advised the biomed that philips recommends that you do not test nbp accuracy with a simulator and provided the following test checks the biomed can perform to check performance: test check the following: ¿ nbp accuracy. ¿ nbp calibration procedure (if required). ¿ nbp pneumatic leakage. The rse provided the biomed the vs30 service and repair guide and recommended reviewing page 3-19, nbp accuracy & nbp calibration procedure page 3-20. A philips field service engineer (fse) also visited the site. The fse instructed the biomed on how to check the pressure. During the pressure check the device was functioning as expected and provided correct results. The biomed believes the cause was that the end user did not understanding the functionality. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was not able to be identified but believed to be user related.

Event description:
It was reported that non-invasive (nbp) measurements are reading high. The device was in use on a patient at the time of the event. There was no adverse event reported.